Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint of a broken instrument tip, with the primary finding of a broken tube adapter directly related to the reported issue. This component, located at the distal end of the instrument, serves as the interface between the instrument and the user-installed tip accessory. The broken fragment, measuring approximately 2.81 mm x 1.74 mm, was not returned with the instrument. Due to the broken tube adapter, a detached fragment was identified but not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken instrument tube adapter is attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory. The probable root cause of detached fragment is attributed to the broken tube adapter. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the sp monopolar curved scissors instrument tip was broken/missing. There was no reported patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.